Event description:
Mom reported pod beeping during operation and brown condensation in window. Mom stated that son's bg was high (around 400 mg/dl). Changed pod and returned suspect pod for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.